Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 166 mg/dl, 140 mg/dl, and 63 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
The customer reported that they lost centralized monitoring for some pts when a terminal server failed. This failure did not interrupt bed-side monitoring of the pts. Welch allyn technical support was unable to restore the connection. There was no report of any pt harm as a result of the reported event.